Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder

Event description:
The patient underwent a thrombectomy procedure in the common femoral artery using an indigo system aspiration catheter 7 (cat7), indigo system lightning bolt aspiration tubing (lightning bolt aspiration tubing), and a non-penumbra sheath. During the procedure, the physician made three passes in the vessel using the cat7. It was reported that in between each pass, the cat7 was removed and flushed. While advancing the cat7 to make the next pass, the physician experienced resistance and decided to remove the cat7. Upon removing the cat7, the physician noticed the distal end of the cat7 was fractured. Therefore, the cat7 was not used for the remainder of the procedure. The procedure was completed using a new cat7 with the same lightning bolt aspiration tubing and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.